Event description:
In late 2008, I had my pacemaker checked in the hospital. The tech could not get any readings from my pacemaker, no voltage or battery reading, no backup reading or any other readings. The tech called medtronic as I was siting there and was told by medtronic to replace the pacemaker asap. I was then scheduled for a replacement four days later. I was told by the dr this was a very unusual event and I would be informed within 10 days of why or what happened to the pacemaker. They said that the pacemaker would be sent to medtronic for evaluation. To follow up on this malfunction, I recently asked my doctor and the pacemaker center in hospital for the results. As of this date, I still have not heard of any findings of why the device failed. My pacemaker was checked every month up to the date of the malfunction, and there was never any indication of a problem.